Event description:
(B)(4). Really bad headaches, nerve problems, it's causing me to gain weight, chest pains alot comes and goes because of the essure dizziness "tried" all the time because of this too.